Event description:
Additional failure of pads adaptor cable (m1750) subsequent to medwatch voluntary report dated 9/16/99 and mandatory reports dated 11/23/99 (10-8011-1999-0002, 12/5/99 (10-8011-1999-0003 and 4/7/00 (10-8011-2000-0004). All particulars and descriptions apply. The problem results in misidentification of cable, inability to discharge greater than 50 joules and inability to pace pt. The misidentification and functional failure of the cable occurs in the same manner as previous. The number of cable failures with this failure mode now total seven.